Event description:
It is reported that the end user developed a flat, dry, red itchy rash under the tape border of the device about 3 weeks ago.

Manufacturer narrative:
The product associated with batch 4a00121 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It was further reported the end user saw physician assistant at urologist office and has been referred to local wound ostomy continence nurse. End user states the physician assistant thought it might be a yeast or fungal rash but was unsure. Discussed how medication would be applied to treat a yeast infection; using a powdered form and sealing to skin with a barrier wipe or spray. Also, discussed patch testing for adhesive sensitivities. Sending samples with alternative adhesives. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.